Manufacturer narrative:
The complaint device has not been returned. We will complete our investigation on receipt of the device. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence sale of this type of complaint is approx 0.036% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.

Event description:
A hospital reported to our distributor that they found a hole in two rt235 infant evaqua breathing circuits. No pt consequence was reported.